Manufacturer narrative:
The company has attempted contact with the original submitters of the user facility/importer medwatch report, but no response has been made to date.

Event description:
The company was notified on (B)(4) 2012, of an alleged incident regarding a c1000, via a user facility/importer medwatch report, uf/importer report number #(B)(4). (B)(6) of (B)(6), originally submitted the user facility/importer medwatch report, and it states the alleged incident involved a male, (B)(6), born (B)(6), and the alleged incident occurred on (B)(6) 2012, and describes the alleged incident the following: "pt in process of being transported with companion 1000 being utilized. Staff member placed companion on its side on bed with pt. O2 leaked from unit, causing second degree burns to pt's right hand and right leg. Companion 1000 is known to leak if placed on side, but facility believes the unit was leaking even before being placed on its side." The above facility medwatch states the staff placed the unit on its side. The company has very clear warnings about not placing the companion 1000 unit on its side, and also has clear symbols and warning statements to always maintain the unit in an upright position.